Event description:
The affiliate reported that the patient had a device that was implanted via l-p shunt. After implantation, a surgery for hematoma evacuation was conducted due to acute subdural hematoma. The setting pressure was changed to 200 mmh2o during the surgery. It was reported that the revision could not be processed because the patient¿s level of consciousness was depressed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.